Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the blade would not cut through tissue when trying to access the abdomen. There was no patient injury. A new device was used to complete the procedure.